Manufacturer narrative:
Good faith effort has been sent to confirm the patient outcome and if the stent was removed; however, has not been obtained at the time this report was sent. B3: date of event - used the first date of the month of the aware date as no event date was provided. The v-14 control wire was not returned for analysis; however, photos were attached in the parent record, and it's not possible to clearly see the device and the reported issue.

Event description:
It was reported that the wire tip broke off. The stenosed target lesion was located in the mildly tortuous and fibrotic calcified vessel. A v-14 control wire was used for treatment. During the procedure, while the device was being advanced across the lesion, it was observed that the wire tip fractured. The detached wire tip was later found in the patient's lung. The procedure was completed with an alternative device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort has been sent to confirm the patient outcome and if the stent was removed; however, has not been obtained at the time this report was sent. B3: date of event - used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that the wire tip broke off. The stenosed target lesion was located in the mildly tortuous and fibrotic calcified vessel. A v-14 control wire was used for treatment. During the procedure, while the device was being advanced across the lesion, it was observed that the wire tip fractured. The detached wire tip was later found in the patient's lung. The procedure was completed with an alternative device. There were no patient complications as a result of this event.